Manufacturer narrative:
Corrected data: d4 UDI number one device was returned for evaluation. Visual inspection revealed the rear casing cracked. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be a faulty downstream occlusion (dso) sensor causing the alarm to go off. The dso sensor was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was sent in for repair for a continuous beeping after self-test. Per reporter it appears to have a downstream sensor issue. The event occurred during testing, there was no patient involvement.